Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 assay performed within specifications. A general reagent or instrument issue was not identified. A review of calibration and quality control data confirmed that all results were within expected ranges, and no general instrument issues were observed. However, the sample foam detection (sfd) camera was not active on the analyzer, which could potentially lead to erroneous sample pipetting. Three samples were sent for further investigation, and one of these was confirmed as a false positive by immunoblot analysis. The other two samples were confirmed as correct positives. The investigation could not confirm that all reported discrepant results were false positives. The device remains in operation at the customer site. Repeatedly reactive anti-hcv ii results must be confirmed with independent methods, such as immunoblot analysis.

Event description:
The initial reporter alleged an increased rate of false positive results over the past three months for the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. Seventeen patient samples were reported as reactive (positive) using the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. Retesting of these samples at the national health center (nhc) using chemiluminescent microparticle immunoassay (cmia) and enzyme-linked immunosorbent assay (elisa) methods yielded non-reactive (negative) results. Three of the seventeen samples were sent to an independent laboratory for further investigation. These samples were tested using the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit and confirmed with immunoblot analysis (fujirebio innolia hcv score). The results were as follows: sample ID (B)(6): anti-hcv ii result was 19.2 coi (reactive), and immunoblot analysis was positive. The anti-hcv ii result was determined to be a correct positive, and the customer result (19.2 coi) was reproducible. Sample ID (B)(6): anti-hcv ii result was 3.36 coi (reactive), and immunoblot analysis was negative. The anti-hcv ii result was confirmed as a false positive, and the customer result (3.44 coi) was reproducible. Sample ID (B)(6): anti-hcv ii result was 29.8 coi (reactive), and immunoblot analysis was positive. The anti-hcv ii result was determined to be a correct positive, and the customer result (29.3 coi) was reproducible. In summary, one of the three samples tested was confirmed as a false positive by immunoblot analysis. The remaining two samples were confirmed as correct positives.